Manufacturer narrative:
(B)(4).

Event description:
The customer reported the ventilator alarmed while in use on a patient due to an adc failure. The customer reported there was no patient harm. The manufacturer service technician reported a vent inop data acquisition pcba adc reference failure was noted in the device diagnostic history. The service technician replaced the data acquisition pcb board to address the reported failure. The unit passed all applicable testing.